Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague event where an IV tubing separated at the connection to the filter to the tubing and leaked during an unspecified infusion. There is no report of patient or provider harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the tubing separated at the connection to the filter was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. The set was partially filled with a clear, colorless liquid. The distal segment of the set was separated at the engagement between tubing sleeve and the filter outlet, confirming the customer¿s report of a separation. No other evidence of damage or anomalies was observed. Functional testing was not performed due to the separation. Further visual inspection under magnification observed some evidence of solvent at the proximal end of the tubing sleeve. The root cause of the customer¿s report was not identified.

Event description:
The customer reported the IV tubing separated at the tubing-to-filter engagement resulting in a fluid leak. There was no report of patient or provider harm.